Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 248 (mg/dl) for 2 days. Customer administered a bolus to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer uses humalog insulin in their pump cartridges for 3 days at a time. Customer was reminded that humalog is indicated for use up to 48 hours, and recommendation was made to consult with health care provider to discuss diabetes management.